Event description:
The customer reported the system mixed patient images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded. The system was then found to be operating as indented.